Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for high and low blood glucose levels. The customer did not provide information about their blood glucose levels nor did they provide any information about the hospitalization. The customer mentioned that they had issues with the battery life on their insulin pump as well as a hair line fracture on the top of the battery compartment of the device.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No unexpected low battery alarm noted during testing. Device had cracked battery tube threads and cracked reservoir tube lip.